Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level of 46 mg/dl. The customer treated the low blood glucose with food. The customer's current blood glucose level was 129 mg/dl. Troubleshooting was not performed. The device will not be returned for analysis.